Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer was playing outside and the touch screen was shattered when going down a slide. Customer is unable to interact with the pump touch screen due to the damage. Customer's blood glucose was 100 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.